Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the touch screen of cardiosave iabp (intra-aortic balloon pump) was not working. There was no patient involved and no injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found there was a little bit of residue on top portion of monitor. Cleaned the touch screen monitor with an alcohol pad wipe. Verified the touchscreen worked and all functions were able to be pressed. Went into service mode and performed touch screen test with no issues. Unit returned to customer.